Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she fell off a boat and the insulin pump was exposed to water. Customer stated that the insulin pump alarmed button error, battery out limit and failed battery test. Blood glucose value was 150 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. The insulin pump was unable to verify button error alarm, failed battery test alarm and battery out limit alarm due to blank display. The insulin pump received with minor scratched display window and cracked reservoir tube lip.